Event description:
The catheter was inserted on (B)(6)2009. The catheter broke on (B)(6)2009, 5mm from the oval disk.

Manufacturer narrative:
The sample is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4).